Event description:
Indication -morquio a mucopolysaccharidoses rn stated we had to use two curlin tubings and filters due to defect with one set. Unspecified defect. Unknown lot/exp date, no adverse event or missed dose reported, unknown if device available for return. Spontaneous call - no further information provided. Reported to (B)(6) by health professional.